Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in sao gonzalo, brazil. The history data was read out and analzed. On (B)(6) 2020, at 14:09:49, 365ml was programmed to be infused at a rate of 19.22ml / h in 19 hours. At 14:22:52 the infusion started. The infusion was stopped by the user on (B)(6) 2020, at 09:07:11, and the total infused was 359.43ml. The total infusion time was 18:44:19 hours, as decided by the user who stopped the infusion. Note: during therapy, the infusion was stopped 05 times. Unconfirmed technical complaint.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self-test. An ops syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. No malfunction during the test with the bolus function and the lc-display were found. After the test, it was possible to switched off the device. The device history files were read and analyzed. The last infusion on 2022-02-23 was investigated. A ops 50ml syringe was selected and the infusion started with a rate of 0,1 ml/h. The infusion rate was changed, several times. At the end of the infusion, the syringe was empty. At this time, 48,76 ml has been infused. During the inspection of the device history, it could be detected, that a bolus does not given on the day of occurrence. No other abnormalities were found. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,82%. The device was disassembled and the inside was investigated. Inside the device could be found liquid residues. The ribbon cable from the operating unit was damaged by liquid. Also, the claw mechanism was damaged by an impact damage. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. It could not be excluded as described by the user, that the white screen occurred because of the liquid damage on the operating unit.

Event description:
As reported by the user facility information by bbm sales organization in germany: "unintentional bolus" "at the monitor centre, the patient was suddenly conspicuous with high blood pressure. On entering the patient's room, the perfusor with a 50 ml syringe and the drug noradrenaline delivered a "continuous bolus" without intervention. During this time, the device display was white, i.e. There was no running rate or other display. Other display. Furthermore, the perfusor could no longer be switched off."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Hold for at 4.9as reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to customer: "review of the infusion pump advanced the infusion of npt by 8 hours. Programming: 390 ml in 19 hs = 19.21 ml / h".